Event description:
Boston scientific received information that this right ventricular (rv) lead was not functioning appropriately. A revision procedure took place and the rv lead was explanted and successfully replaced. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
The lead did not plan to be returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.